Manufacturer narrative:
E1 - initial reporter city: (B)(6). Investigation results: inspection of the returned jetstream revealed no damage. The complaint was confirmed as the device was stuck on a filter guidewire. Device analysis: the returned device is a jetstream atherectomy catheter with a filter guidewire stuck inside. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damage. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis confirmed the device is stuck on a guidewire. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'failure to follow instructions.'.

Event description:
It was reported the device became stuck on the guidewire and was difficult to remove. The 100% stenosed, severely calcified target area was located in the superficial femoral artery (sfa). A 2.4 mm jetstream? Xc catheter was selected for an endovascular thrombectomy (evt) procedure in the sfa to treat lower extremity artery stenosis. During the procedure the jetstream? Xc catheter became stuck on a non-boston scientific filter wire guidewire and the jetstream? Xc catheter was difficult to remove from inside of the patient. The jetstream? Xc catheter and non-boston scientific filter wire guidewire had to be removed together as one unit. The non-boston scientific filter wire guidewire could not be removed from the jetstream? Xc catheter when outside of the patient. Another device of a different model was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported the device became stuck on the guidewire and was difficult to remove. The 100% stenosed, severely calcified target area was located in the superficial femoral artery (sfa). A 2.4 mm jetstream? Xc catheter was selected for an endovascular thrombectomy (evt) procedure in the sfa to treat lower extremity artery stenosis. During the procedure the jetstream? Xc catheter became stuck on a non-boston scientific filter wire guidewire and the jetstream? Xc catheter was difficult to remove from inside of the patient. The jetstream? Xc catheter and non-boston scientific filter wire guidewire had to be removed together as one unit. The non-boston scientific filter wire guidewire could not be removed from the jetstream? Xc catheter when outside of the patient. Another device of a different model was used to complete the procedure. There were no patient complications as a result of this event.